Manufacturer narrative:
This incident is considered closed. If at any time new or updated information becomes available, the incident will be re-opened and investigated.

Manufacturer narrative:
This is a reportable malfunction. The investigation is not complete. Trends will be evaluated. This report will be updated when the investigation is complete.

Event description:
Allegedly, the proximal/distal purple adjustment knob on the adjustment block barley rotates. Worked fine during the surgery but after surgery was completed when I was putting instruments away I noticed the problem with it and now it is not usable for surgery. (B)(4).